Manufacturer narrative:
It was reported that a thulio laser fiber broke during a procedure, there was no patient impact and they completed the procedure with a new fiber. The DHR review confirmed that the suspect fiber was manufactured without variances or deviations. The suspect fiber was evaluated and demonstrated evidence that the fiber had broken into (B)(4) pieces. There was discoloration on the severed section of fiber as well as the heat shrink. It appears the fiber had been broken prior to activation then fired, which resulted in complete separation into two pieces. Past complaints were reviewed, and there is no identifiable trend in complaints related to thulio fibers breaking. The risk related to a fiber break is identified as medium. Based on the available evidence and review of ha-005, the probable root cause is user handling or clinical-use conditions. This amendment is being submitted because the original evaluation was performed on a fiber that was not the correct suspect fiber for this complaint. The supplier subsequently provided the correct suspect fiber for evaluation.

Manufacturer narrative:
It was reported that a thulio laser fiber broke during a procedure, there was no patient impact and they completed the procedure with a new fiber. The DHR review confirmed that the suspect fiber was manufactured without variances or deviations. The suspect fiber was evaluated and demonstrated evidence that the tip of the fiber had broken off. Past complaints were reviewed, and there is no identifiable trend in complaints related to thulio fibers breaking. The risk related to a fiber break is identified as medium. No definitive root cause could be determined. Potential contributing factors may include user handling or clinical-use conditions. No corrective actions were determined to be mandatory as a result of this investigation. The results of this investigation identified no manufacturing defects or quality system inconsistencies associated with the subject device.

Event description:
Dmta received a report that a fiber broke during a procedure.